Event description:
Hologic molecular applications specialist (mas) reported on behalf of customer one sars-cov-2 tma run on panther instrument sn (B)(4) which had a discrepant sample. The first result was negative (394 rlu), then it was positive (635 rlu).

Manufacturer narrative:
Hologic technical support (ts) reviewed logs and determined based on samples rlus values that it was a low-target sample. Ts advised mas to re-collect a new sample for testing, and mas relayed ts's information to customer. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (eua(B)(4)), aptima sars-cov-2 (eua(B)(4)), and aptima sars-cov-2/flu (eua(B)(4)). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.